Event description:
It was reported the patient had a reoccurring hip infection and their infectious diseases doctors would like to remove the pump to "see if the device was the cause". The pump was used to deliver fentanyl and bupivacaine.

Event description:
Additional information received reported the patient was admitted to the hospital for sepsis. The area around the device itself did not show signs of infection. It was later identified that the infection was not related to the device or therapy.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n157278007, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).